Event description:
It was reported tha during a meniscus surgery, after the t1 was deployed, t2 fell off. The procedure was finished with the back-up device. No patient injury reported.

Event description:
It was reported tha during a meniscus surgery, after the t1 was deployed, t2 fell off. T1 was cut and removed from patient. The procedure was finished with the back-up device with no significant delay. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after the t1 was deployed, t2 fell off.¿ t1, t2 and suture were not returned. The depth limiter was attached and slightly retracted. The delivery needle was visibly bent toward the left. Despite the damaged needle, the device still cycled and actuated. No root cause related to the manufacture of the device was confirmed. (B)(6). Health professional: should be marked; company representative: should be blank.